Manufacturer narrative:
(B)(4). Maude report mw5068456 was received.

Event description:
It was reported that the patient expired. The patient presented at the hospital for a right ventricular lead replacement procedure due to externalized conductors. Hypotension was observed after the physician extracted the lead. Sternotomy was performed, and blood was noted in the pericardium and was immediately drained. A large tear was also identified in the superior vena cava due to the extraction procedure. The tear was repaired and hemostasis was obtained. The patient was unresponsive post procedure. A heat CT scan was performed and brain damage was observed. The patient was extubated. There is no known allegation from a health professional that suggests the death was related to the device.